Manufacturer narrative:
As the criticool involved in the incident has not been returned for investigation, we are unable to confirm the reported "halt 1" error. When the criticool detects a flow problem in operation mode, the system exhibits a "halt 1" alarm message and causes the system to shut down. The manual also provides possible conditions and recommended operator actions to correct the issue. Belmont's technical support engineer provided the distributor with instructions for troubleshooting the unit. No patient injury was reported. Belmont have requested that the unit be returned for further investigation. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that no trend has been identified for this type of issue. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received the following report about a criticool from its distributor: "the machine performs the normal self-test and starts the therapy but after about 1 to 2 min the error message is displayed on the screen stop [halt] 1 restart."

Manufacturer narrative:
The criticool involved in the incident was returned to belmont for investigation. Testing confirmed the reported "halt 1" error due to a faulty or damaged pump. Root cause of the pump fault could not be established. When the criticool detects a flow problem in operation mode, the system exhibits a "halt 1" alarm message and shuts down to prevent possible hazard to the patient or operator, as it is designed to do. The manual provides possible conditions and recommended operator actions to correct the issue. The manufacturing records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature.